Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room and was hospitalized; the field representative did not know the reason for the hospitalization. The field representative was paged with a message that the patient was in ventricular tachycardia (vt) and the device was not delivering therapy, so external defibrillation was being used which successfully converted the patient. When the device was evaluated, it was in storage mode due to end of life (eol) being reached due to battery voltage. The next day, the field representative was made aware that the patient had died. Additional information was obtained from the clinic that the elective replacement indicator (eri) was triggered in (B)(6) 2013, and end of life (eol) was triggered just under four months later. Storage mode was reached the same month as eol. The patient had previously been scheduled for a device changeout which was to have occurred three days after this event, however, was never completed due to the death. The representative spoke with the physician and clinician, and the physician reported that the cause of death was complications from a stroke, and there were no allegations that the device caused or contributed to the patient's death. Available information suggests that the device was not explanted post-mortem.

Manufacturer narrative:
As no further information concerning this report is currently unavailable, our investigation is complete. This investigation will be updated should further information be provided.